Event description:
The (B)(6) alleges the snap buttons on the leg extensions are not snapping into place correctly. This unit is a brand new product. The dealer had just taken the unit out of the box. No consumer was involved.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. Model g6291-1 has no serial number. This is an "out of box" failure. User instructions part number 1148068 rev d (jul-08) will be used for this documentation. It appears the (B)(6) biomed group has fully read and understands the user instructions. On page 1 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." Several fail safe warnings are provided to prevent misaligned devices from being used. It appears the vamc biomed group was able to isolate the issue with the snap buttons prior to placing the walker into service. The following warnings found on page 1 were adhered to: "warning - all leg extensions must be adjusted to the same height so the walker is level. When using wheeled attachments on the front legs, the rear leg extensions must be adjusted to make the side frames level. After unfolding or assembling walker, make sure the walker is securely locked in the open position and level to the ground before using." In addition, the care and maintenance procedures on page 1 were adhered to, they are: "care and maintenance make sure that all attaching hardware is in place and secure at all times. Replace all broken, damaged or worn items immediately. Make sure that the locking mechanisms function properly. Lubricate with 3-in-1 oil as necessary or if wheels begin to squeak." The product has been quarantined by the (B)(6) and will be sent back.